Event description:
It was reported that the patient presented to clinic with episodes of non-sustained rv oversensing. Review of egms revealed intermittent rv lead noise. A decrease in pacing lead impedance, an increase in capture threshold, and a decrease in r wave amplitude were also observed. The lead was explanted and replaced. The patients condition was fine post-procedure.

Manufacturer narrative:
Insulation and conductor damage was noted at 35.8-37.6cm from the connector pin consistent with clavicle crush damage. The sensing conductor insulation was damaged and the inner coil was exposed. This is consistent with the observation from the field of noise, sensing, and impedance anomalies. (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.